Manufacturer narrative:
Investigation found that the length of lead initially used did not allow for any strain relief during normal daily body movements. The patient's normal daily functions were placing stress or pressure on the lead and caused it to move away from the intended location and thus change the quality of therapy. Although migration is a known risk of implanted leads, this case appears to be directly related to the length of lead chosen for the patient's anatomy.

Event description:
The patient was initially implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. The full system was replaced on (B)(6) 2024 after experiencing migration (see MDR 3015425075-2025-00330) and the implantable pulse generator (ipg) was replaced again on (b)(60 2025 after the patient experienced significant weight gain. After replacing the ipg the second time on (B)(6) 2025, the patient began to experience a gradual change in therapy that was concluded to be caused by migration of the implanted lead away from the intended nerve target. On (B)(6) 2025, a surgical revision was performed to remove the migrated lead and place a new lead in a slightly different location.